Event description:
Pt experienced extreme pain in upper leg/groin, swelling, redness and could not walk due to complications from heparin graft implant mfger: intervasclar, division of datascope--montvale nj-. Antibiotic regimen given post-op to treat possible infection or adverse reaction.